Event description:
The customer stated: while at patient use, the vent stopped cycling. No patient harm.

Manufacturer narrative:
The ventilator has not yet been received at the investigation site, though is expected to be sent and evaluated. A follow up report with investigation results will be submitted.